Event description:
It was reported that the "pump does not always charge right away when they plug their pump in." There was no reported adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.